Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp in t6 location via right internal jugular vein. During the preparation, it was discovered that the sheath tip was uneven and deformed, and the sheath core and sheath tube could not be securely tightened, rendering the device unusable. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The photo shows the label in which product details was mentioned and verified with tw details. The video shows a clinician holding a sheath advancing through dilator where sheath tip was noted to be deformed. The clinician is trying to tighten the sheath and dilator, but the dilator was kept on rotating at the interface. However, the reported loose or intermittent connection issue cannot be verified without physical sample. Therefore, the investigation is confirmed for the reported deformation issue. However, it is inconclusive for the reported loose or intermittent connection as exact circumstances of the reported event cannot be verified without physical sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp in t6 location via right internal jugular vein. During the preparation, it was discovered that the sheath tip was uneven and deformed, and the sheath core and sheath tube could not be securely tightened, rendering the device unusable. There was no patient contact.